Manufacturer narrative:
Image review: eight media files were provided for review. The patient¿s executive summary was not provided for anatomical review. Fluoroscopic valve load inspection was performed and a misload appeared to be present by overlap beyond node 4. As stated in the instructions for use (IFU), if a misload is detected, do not attempt to reload the bioprosthesis. Discard the entire system. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. However, the misloaded valve was attempted to be implanted resulting in an infold, which was evident by the provided images. It was confirmed that the infolded valve was recaptured and redeployed a second time without resolution of the infold. Of note, recapturing an infolded valve will not resolve the infold. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. There is no documentation that an infold was identified and the valve was deployed, and severe aortic insufficiency was reported after deployment. Per the provided media, a post implant balloon dilatation was performed. The subsequent angiogram provided confirmed that the valve dislodged aortic, sometime between release of the valve and post implant dilatation. The dislodgement event was not captured ont he media files, thus it is not possible to validate the cause of the dislodgment. A second valve was implanted and appeared to have dislodged as well, per the provided images, therefore both valves were noted to be located within the ascending aorta. Updated b5. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which reported that according to the physician, ventricular tachycardia (v-tach) and ventricular fibrillation were reported, which recovered to sinus rhythm with a wide qrs complex.

Manufacturer narrative:
Updated data: h6. Conclusion: review of the device history record for this device found it was built to specification and met all inspection and acceptance criteria. No issues were noted that would have impacted this event. Medical safety reviewed the labeled adverse events of aortic insufficiency, valve dislodgements, coronary artery occlusion and death. Based on the information provided, the event of aortic insufficiency was likely related to the valve and interaction with patient anatomy. The insufficiency was likely paravalvular leak as a balloon valvuloplasty was performed. The first valve dislodgement was likely due to the balloon valvuloplasty. The second valve dislodgement was likely due to manipulation of the first valve. The coronary artery occlusion was likely due to the placement of the valve post dislodgement. The cause of death was not reported but was likely related to the procedure including complications due to the valve dislodgements. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, inadequate deployment due to improper sizing between valve and annulus, irregular patient anatomy, incomplete frame expansion, and a number of others. It was reported that while manipulating the previous implanted valve, dislodgement of this second valve towards the ascending aorta was also observed. Dislodge events are typically not related to a device malfunction. Additional information was received which reported that according to the physician, ventricular tachycardia (v-tach) and ventricular fibrillation were reported, which recovered to sinus rhythm with a wide qrs complex. Conduction disturbances are known potential adverse effects and can be resolved with the implant of a pacemaker. Factors that may impact the development of conduction disturbances include baseline conduction defects and anatomical considerations. With the limited information available, a conclusive cause of these conduction disturbances could not be determined. Patient death is a potential risk associated with the implantation of a bioprosthesis valve per the device instructions for use (IFU). A procedure- or valve-related death is an inherent risk when the patient condition is such that a transcatheter aortic valve (tav) is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. Per the medical safety assessment, the cause of death was not reported but was likely related to the procedure including complications due to the valve dislodgements. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5 additional codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the first valve implant, the arrhythmia occurred. Following the valve dislodgement, the maneuvers performed for around 30-45 minutes were cardiopulmonary resuscitation (CPR) with controlled competition massages.

Event description:
Additional information was received that after the valve was released, the severe insufficiency was central regurgitation. The post-implant balloon aortic valvuloplasty (bav) was performed due to an expansion problem of the valve. The patient was rapid paced during the bav. Per the physician, the cause of death was an arrhythmia that generated displacement, causing the valve to dislodge up and leading to an occlusion of the coronary ostium. Maneuvers were performed for around 30-45 minutes prior to the patient death.

Manufacturer narrative:
Updated b.5 and h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that on the day of implant of this transcatheter bioprosthetic valve, a second valve was implanted. The reason for a second valve was not provided. No additional adverse patient effects were reported. Additional information was received that during the valve implant, the valve was checked after loading and no misload was observed. The valve was deployed at implant depth of 3 millimeter (mm) below the non-coronary cusp (ncc). The valve was released at an implant depth of 0 and severe insufficiency was observed. A post implant balloon dilatation was performed which dislodged the valve and occluding the coronary ostia. The valve was snared and moved towards the ascending aorta to free the coronary ostia. A new valve was advanced to implant depth of 6 mm below the ncc. While manipulating the previous implanted valve, dislodgement of the second valve towards the ascending aorta wasalso observed. Subsequently the patient died. The cause of death was not reported.